Event description:
Information provided states that the lengthener was implanted (B)(6) 2012 and stopped distracting. On (B)(6) 2012, the implant was removed and another iskd was implanted to achieve length. Information suggests that the 2nd lengthener stopped distracting. The 2nd implant remained implanted until consolidation and was removed on (B)(6) 2012.